Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer's pump's fill estimate level was lower than expected. Reportedly, there was no impact on the customer's blood glucose level.